Event description:
It was reported that prior to a case the 6800 system would not power on (boot). It was also noted that both monitors display black screens. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported failure could not be duplicated. Reseated pcbs and verified correct power. Identified the need to tighten loose handle on workstation. Handle tightened. The system was tested and found to be working as intended and placed back into service.